Manufacturer narrative:
(B) (4)

Event description:
An error message was seen on the pt programmer, code error 574. The device was interrogated by the physician and was found to have been reset. A flip bit problem was suspected. The device was reprogrammed and was found to be working appropriately after that. No symptoms or injury to the pt were reported.